Manufacturer narrative:
Previously reported by the manufacturer: a ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ¿service required¿ code was found in the ventilator¿s downloaded error log. The device's oxygen blending module board was replaced to address the issue. Correction to the previous b5 statement: the oxygen blender module board was out of stock when the initial report was filed therefore the repair date was not set. The oxygen blender module board is required but was not replaced to address the issue. New additional evaluation information: in addition to the previous findings the technician noted the unit was returned without repair at the customer¿s request. Software version was checked (ver.14.2.05).

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ¿service required¿ code was found in the ventilator¿s downloaded error log. The device's oxygen blending module board was replaced to address the issue.